Event description:
It was reported that the unit was leaking a thick reddish orange substance. This was found during sterile processing. There was no pt involvement and no adverse consequences.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be made if the investigation requires.